Event description:
It was reported by service report that the zoom function would disengage. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Zoom; brake cam assembly.